Event description:
During a type of pulmonary bypass procedure, the patient was taken off a heart lung machine and automatic volume ventilation was initiated on the anesthesia machine. At some point the surgeon requested that the patient's breathing be momentarily stopped. The machine was placed in standby. After 12 to 12 1/2 minutes the doctors realized that breathing had not been restarted. Automatic ventilation was restarted. The patient's hemodynamic readings had suffered and an arterial balloon was inserted. The case was completed. The patient expired three days later without fully recovering from the surgical procedure.